Event description:
Pt had digoxin levels of 3.43 ng/ml on 10/2/93 and 3.63 ng/ml on 10/8/93, although pt not on digoxin while hospitalized. When retested using another system, levels were < 0.2 ng/ml. MFR feels that the results on these samples are elevated due to b-galactosidase antibodies present in the pt sample. MFR has a correction in place and has developed an improved conjugate that neutralizes this interference. MFR is planning to introduce the revised product in 11/93.